Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sbc was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys intermittently would not boot up. This would result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.